Manufacturer narrative:
On november 10, 2023, mentor was provided with an updated explantation date. The patient underwent bilateral breast implant removal without replacements on (B)(6) 2023. The complaint device was reported to have been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On november 17, 2023, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed severely ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 250cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilaterally ruptured breast implants during a physical exam and using magnetic resonance imaging . As a result, the patient is scheduled for removal on (B)(6) 2023. Refer to manufacturing report number 1645337-2023-10676 for the contralateral event.